Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse aligned the probe to the probe wipe block and verified instrument operation. The root cause of the leak was attributed to a misaligned probe. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the manual probe in the coulter hmx autoloader analyzer was leaking. No patient samples were affected. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and glasses at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.